Event description:
It was reported by the risk manager from the hospital that the patient fell onto his knees and the alumina head broke. It was also reported that the patient has 1m78. It was further reported that a revision surgery has been planed in order to change the broken ball. It was reported by the surgeon that the device is not available for investigation, as it was "completely broken".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.